Manufacturer narrative:
Further evaluation was performed by the engineers in the manufacturing site. There are controls established in the manufacturing processes to detect the condition of the balloon, as balloon visual and inflation inspection and the final inspection. Furthermore, the IFU contains instructions regarding the packaging and its storage conditions. Based on the available information, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The root cause for this event could not be established.

Manufacturer narrative:
The fogarty embolectomy catheter was received for evaluation. During the evaluation, the balloon latex appeared deteriorated and ruptured. Both balloon windings were intact. The edges of latex did not appear to match up at the ruptured area. No other visible damage was observed on the catheter body. An engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. Related to: 2015691-2024-04582.

Event description:
As reported, before use in patient with these fogarty embolectomy catheters (B)(4), the balloon was damaged. There was no allegation of patient injury. The devices were available for evaluation. As per product evaluation of these catheters, the balloon latex appeared deteriorated and the edges did not appear to match up at the tears. The patient demographics not provided due to hospital privacy policy.